Event description:
It was reported by our sales rep that the surgeon had some difficulties with the proximal locking with the mentioned target device.

Manufacturer narrative:
Evaluation summary: potential deviation in manufacturing could not be determined due to missing lot-code. Presupposing required functional check had been performed prior to use reasons for misaligned drilling is various. Potential miss-targeting can also be caused by but is not limited to e.g. ¿ loosening of the nail holding bolt during insertion of the nail ¿ repeated tightening of the nail holding screw prior to distal targeting / drilling is recommended ¿ not realized unintended loosening of the attachment knob (will lead to release of the drill sleeve) ¿ no use of drill with centre tip / unfavourable bone contour ¿ drilling without drill guiding sleeve ¿ using blunt or damaged drill ¿ using damaged k-wire leading to deflection ¿ high forces applied to the target device during drilling - eventually leading to unintended distortion in the system of drill, sleeve, target device and nail. As the item was not available for investigation a physical examination could not be carried out, reasonable evaluation was not possible and a real cause could not be determined. With the received information it cannot be excluded that the nail had been damaged during the drilling procedure. Material damages ¿ intra-operatively caused ¿ may decrease the durability of the nail. The surgeon should be informed about that because it is in his responsibility to consider the risks of re-operation against the benefits for the patient. A more detailed statement is not possible. A real root cause could not be determined. Product not returned.

Event description:
It was reported by our sales rep that the surgeon had some difficulties with the proximal locking with the mentioned target device.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.